Event description:
It was reported that a malfunction occurred indicated by malfunction code 9. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump as it was still under warranty. The customer did not have a backup therapy available but was advised they would receive a pump with updated software. The customer understood the instructions to allow the pump¿s battery to deplete before returning it and the steps to follow upon receiving the replacement. The replacement pump was sent, and the customer was instructed to return the faulty pump using a pre-paid label within 10 days.